Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the anterior side assessed as surgical damage. ¿ other -technical : not observed particles on the valve . Additional observations: ¿ crease flat observed on the device. No further actions are required as no issues with the manufacturing process are observed.